Event description:
It was reported that the pt was hospitalized for hypoglycemia and cardiac arrest.

Manufacturer narrative:
The pt had no recollection of the events which occurred prior to the hospitalization. The pump was returned to animas for evaluation. Evaluation has not been completed. No conclusions can be made at this time.